Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the reported system error 345, which was not reproduced. System error 345 was confirmed through review of the event history log. No component causality was found.

Event description:
It was reported that a spectrum pump displayed system error 345 during therapy (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.